Event description:
It was reported that the patients heart rate dropped to 30- 40 beats per minute while she was being monitored in the hospital. The patient was not symptomatic and was asleep during the rate the drop. The patient will continue to be monitored.